Event description:
Based upon additional information received on (B)(6) 2014, the case initially considered non-serious was upgraded to serious as the seriousness criteria of required intervention was added for the event of "pain is now worse than before the injection/left knee is worse/pain in her knee keeps getting worse." This unsolicited device case from united states was received on (B)(6) 2014 from a consumer. This case involves a (B)(6) female patient who was "diagnosed with lymphedema/lymphedema is much worse in her left leg" and experienced "left knee is very painful/has pain the back of her knee", "pain is now worse than before the injection/left knee is worse/pain in her knee keeps getting worse", knee still feels tight and felt the pressure when the injection was given in her left knee after receiving treatment with synvisc one. The patient's medical history, concomitant medications or concurrent conditions were not reported. Patient past drug includes synvisc one (3 year ago in 2011). On an unknown date in 2013, the patient initiated treatment with synvisc one injection (second treatment) (dose, batch/lot number and expiry date was not provided) for knee pain. On an unknown date in (B)(6) 2014 (after second treatment), the patient was diagnosed with lymphedema. On an unknown date in 2014, the patient again received treatment with synvisc one injection once in both knees (third treatment) (dose, batch/lot number and expiry date was not provided) for knee pain. It was reported that patient's legs were swollen prior to that diagnosis and lymphedema was much worse in her left leg. Since synvisc-one injection two weeks ago (2014, third treatment), patient's left knee was very painful. It was also reported that the knee was sore prior to the synvisc injection and the patient expected the injection to aggravate the pain and the pain was now worse than before the injection. Patient also stated that she had pain in the back of her knee and her previous two treatments with synvisc one have lasted for 6-7 months. On an unknown date in (B)(6) 2014, the patient had third series of synvisc one in both the knees however, the left knee was worse. It was reported that the patient felt pressure when the injection was given in her left knee, and the pain in her knee kept getting worse. On an unknown date (3 weeks ago), the patient received a cortisone shot but it did not work. It was reported that the patient was currently taking celecoxib (celebrex) because hydrocodone made her feel weird. It was further reported that massage therapy, and wrapping her lower leg helped with lymphedema, but her knee still felt tight.

Manufacturer narrative:
Corrective treatment: not reported for knee still feels tight, felt the pressure when the injection was given in her left knee and left knee is very painful/ has pain the back of her knee cortisone, hydrocodone and celecoxib for pain is now worse than before the injection/ left knee is worse/ pain in her knee keeps getting worse massage therapy; wrapping her lower leg for diagnosed with lymphedema/ lymphedema is much worse in her left leg outcome: not recovered/ not resolved for "diagnosed with lymphedema/ lymphedema is much worse in her left leg" and "pain is now worse than before the injection/ left knee is worse/ pain in her knee keeps getting worse" unknown for knee still feels tight and felt the pressure when the injection was given in her left knee seriousness criteria: required intervention for "pain is now worse than before the injection/ left knee is worse/ pain in her knee keeps getting worse." A pharmaceutical technical complaint (ptc) was initiated global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated throughout ncr process. Data was periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints to determine if a CAPA is required. Additional information was received on (B)(6) 2014. Ptc investigation results were added. Additional information was received on (B)(6) 2014. The events of knee still feels tight and felt the pressure when the injection was given in her left knee were added with details. The verbatim for the event "pain now is worse than before the injection" was updated to "pain is now worse than before the injection/ left knee is worse/ pain in her knee keeps getting worse" and its seriousness criteria was added. The information regarding the third series of synvisc one was added. The corrective treatments for the events of "pain is now worse than before the injection/ left knee is worse/ pain in her knee keeps getting worse" and diagnosed with lymphedema/ lymphedema is much worse in her left leg were added. Clinical course was updated and text amended accordingly.